Event description:
Healthcare professional (hcp) reported pt completed hemodialysis on the baxter sps 550 device. Approximately one-half hour following treatment, pt waiting to go home reported "they felt like they had a cold." Hcp checked the pt's temperature and reported it to be 97.4 degrees farenheit. Pt then became unresponsive. Hcp administered cardiopulmonary resuscitation and oxygen. Pt was then transported to the emergency room and later expired. Cause of death was reported to be cardiac arrythmia. Hcp stated there were no relevant tests or autopsy performed.